Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user received a high glucose alert on the ilet system following a recent infusion set change, with blood glucose confirmed by fingerstick at 501 mg/dl. The user noted moisture near the cartridge stopper and an insulin odor, suggesting a possible cartridge leak. A subsequent infusion set and cartridge change was performed, and insulin delivery resumed. Glucose levels remained elevated initially but then trended downward. Reported symptoms included hyperglycemia without systemic illness. Outcomes included user self-management at home without emergency care or hospitalization. The investigation included remote troubleshooting, education on potential causes of elevated glucose, directed infusion set and cartridge replacement, and confirmation of glucose trend improvement. Investigation of this case revealed a suspected cartridge leak consistent with a device component integrity issue at the cartridge interface, aligning with the reported moisture and insulin odor. Infusion set replacement and continued monitoring resolved the condition. Based on previously established findings for similar reports, the cause was determined to be a suspected product quality issue related to the cartridge, leading to inadequate insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.